Event description:
A literature report indicated there was a case of corneal edema following a surgical procedure. Add'l info has been requested.

Manufacturer narrative:
Literature report from jilin medicine january 2013/vol. 34 no. 1. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).